Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 18 atmospheres; however, on the second inflation at 16 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient injury reported and the patient is in good condition.